Manufacturer narrative:
Additional information received; the patient underwent allergy testing and subsequently was found to be allergic to tcp (delayed reaction). The correct part and lot were identified and updated in this report. If any additional or different information is received, biomet will forward follow up report to the FDA.

Event description:
It was reported that compositcp screw component was implanted during acl reconstruction on (B)(6), 2011. Subsequently, patient developed an inflammatory reaction and antibiotics were administered on (B)(6), 2011 however; cultures taken were negative for bacterial growth and wound healing has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Contra-indications statement: acute infection, allergy to implant material. Possible adverse side effects section includes; inflammatory response to allergic reaction or tunnel widening due to the implantation of foreign materials. For clarification purposes, biomet is the distributor for the device, sbm in france is the manufacture of the device. Sbm's establishment number is (B)(4). Information received reported an incorrect lot number. Review of sales history confirmed the lot reported was not invoiced to (B)(4) by biomet sports medicine. Attempts will be made to obtain this information.